Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, patient got second degree burn with the return electrode monitoring (rem) pad. The procedure was completed with revision as a result of peritonitis. The wound was washed and smeared with flaminal hydro twice a day.